Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient " I don't think it is working". The implantable pulse generator (ipg) remains in use. No patient comp lications have been reported as a result of this event.